Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage on the keypad assembly noted. Inspected the connector on the lcd and no unlock keypad connector found. No moisture damage found inside the insulin pump. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was 196 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.